Event description:
The customer reported image on monitor was completely dark when he pressed the fluoro button. Customer was able to reboot and get the image back to finish case. There was a delay but no pt injuries.

Manufacturer narrative:
The ge service rep found high voltage cable's boot coming unglued. Will order cable and replace. Replaced cable and tested unit. Checked to make sure the correct primary collimator is on the x-ray tube. Also checked secondary ring on collimator assembly. Both primary and secondary collimators are the correct part numbers. Duplicated symptom and found I. I to be faulty. Symptom is intermittent. Will order and replace. Replaced ii and tested unit. Found camera iris was not returning to the home position after using high level pulse (customer stated that they never use high level pulse). Replaced camera and tested unit again. Unit is fully functional.